Manufacturer narrative:
(B)(4). Additional product code: ktt. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: jul 07, 2021. A DHR review was not performed for this pi. This part number is manufactured by elmira. Please reassign this task to the correct group. Elmira jul 08, 2021. Part number: 245.027. Lot number: 33p9103. Part manufacture date: dec 26, 2019. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5 low pro reconstruction pl 7 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of four unknown 3.5 cortex screw due to conversion acetabulum surgery to total on (B)(6), 2021. There was no surgical delay. The procedure was not completed. The patient outcome is unknown. This complaint involves six (6) devices. This report is for (1) 3.5 low pro reconstruction pl 7 holes this report is 1 of 6 for (B)(4).